Event description:
It was reported that pump battery was not charging and later pump could not be connected because cable could not be inserted into damaged usb port. There was no reported adverse impact to the customer¿s blood glucose level. Customer arranged for pump to be returned, and distributor planned to inspect device and provided replacement pump, but no additional information was received regarding the outcome of the event.